Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of capsular contracture grade unknown and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: rupture, capsular contracture grade unknown, lymphadenopathy.

Event description:
Patient reported right side "pulling in chest, severe sharp pains, swollen glands, lymph nodes and rupture". The following events are not related to the device, "fatigue, food intolerances, hair loss, vertigo, memory loss and lethargy." Healthcare professional reported "capsular contracture grade unknown", "within the fibrosis, there is a patchy chronic inflammatory cell infiltrate that includes small mature lymphocytes and histiocytes", "in breast capsule area, there is extravasated refractile material, in keeping with silicone", and "arthralgia, myalgia which are not related to the device". The device has been explanted.